Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the very calcified and diseased mid right coronary artery (rca). After deploying 2 short non-bsc stents in the distal rca, a long non-bsc stent was advanced but failed to cross the target lesion. A 2.25x24mm synergy ii drug-eluting stent was then advanced but also failed to cross the lesion. Further dilatations were performed to the target vessel and a 2.25 x 16 synergy ii drug-eluting stent was then used as a replacement however, the device also failed to cross the lesion. Additional dilatations were then performed and different stents were advanced but none would cross the lesion. The 2.25 x 16 synergy ii drug-eluting stent was then attempted to be re-advanced however, it was noted that the stent was not on the stent delivery system (sds). The device was not used and a non-bsc stent was deployed at the proximal rca. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us, mr 2.25 x 16mm stent delivery system (sds) was returned for analysis. The stent was not returned with the device. It is not clear from the complaint report how the stent detached and it is not possible to get any further information on how it occurred. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were evenly folded however appeared more relaxed on the proximal end of balloon body and tighter on the distal end. The balloon did not appear to be subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks on the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink at port entry site of the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the very calcified and diseased mid right coronary artery (rca). After deploying 2 short non-bsc stents in the distal rca, a long non-bsc stent was advanced but failed to cross the target lesion. A 2.25x24mm synergy ii drug-eluting stent was then advanced but also failed to cross the lesion. Further dilatations were performed to the target vessel and a 2.25 x 16 synergy ii drug-eluting stent was then used as a replacement however, the device also failed to cross the lesion. Additional dilatations were then performed and different stents were advanced but none would cross the lesion. The 2.25 x 16 synergy ii drug-eluting stent was then attempted to be re-advanced however, it was noted that the stent was not on the stent delivery system (sds). The device was not used and a non-bsc stent was deployed at the proximal rca. No further patient complications were reported and the patient's status was stable.